Event description:
According to the report: procedure: diaphragmatic hiatal hernia repair. The tacks from the device rubbed against the pericardium which made a hole causing bleeding. The pt expired after the injury to the pericardium. Additional efforts have been made to obtain important pt and surgery info, but no new details have been provided. A supplemental report will be filed as soon as new info becomes available.